Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a skin reaction at the sensor insertion site that included redness, bruising, inflammation/swelling, pain or discomfort, fluid drainage/discharge, pustules, and signs of skin infection. The reaction occurred under the entire patch area on an unspecified day following arm insertion. The reported events occurred approximately in (B)(6) 2025. The patient sought evaluation from a healthcare provider and was prescribed antibiotics; however, the route of administration was not specified. There was no documentation of scarring or systemic involvement. At the time the report was submitted, the patient¿s condition was described as stable, and no additional medical intervention was documented. Attempts to obtain further information from the patient were unsuccessful, and no additional clinical details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).